Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. During the inspection of the 5mm ratcheted handle 33cm the unit was found to be intact, not broken or missing pieces. However dings and scratches were seen throughout the shaft. Please note this handle dose not carry any current through the shaft. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause could be wear and tear and or mishandling. In sum, the product was returned, but the failure mode was not confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.